Event description:
It was reported that the field representative called in for review of device data as this patient with an implantable cardioverter defibrillator (ICD) received inappropriate therapy. Technical services reviewed the ventricular episode and could not determine if it was sinus driven. Review of the shock electrogram (egm) found noise that was being oversensed. The patient receives anti-tachycardia pacing (atp) which slows down the rhythm, then a 26j shock was provided that slows it down temporarily. Technical services could not determine if it is atrial fibrillation (af) with rapid ventricular response (rvr) or ventricular tachycardia (vt). This has been an ongoing issue, however, there is a change in morphology and are numerous instances of atp and shock therapy for recurrent vt and measurements are noted to be within range. The device converts the tachycardia either with atp or following a shock, however, only to have the rhythm reinitiate. The device arrythmias will be discussed with the physician. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called in for review of device data as this patient with an implantable cardioverter defibrillator (ICD) received inappropriate therapy. Technical services reviewed the ventricular episode and could not determine if it was sinus driven. Review of the shock electrogram (egm) found noise that was being oversensed. The patient receives anti-tachycardia pacing (atp) which slows down the rhythm, then a 26j shock was provided that slows it down temporarily. Technical services could not determine if it is atrial fibrillation (af) with rapid ventricular response (rvr) or ventricular tachycardia (vt). This has been an ongoing issue, however, there is a change in morphology and are numerous instances of atp and shock therapy for recurrent vt and measurements are noted to be within range. The device converts the tachycardia either with atp or following a shock, however, only to have the rhythm reinitiate. The device arrythmias will be discussed with the physician. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Correction to field bsc aware date

Event description:
It was reported that the field representative called in for review of device data as this patient with an implantable cardioverter defibrillator (ICD) received inappropriate therapy. Technical services reviewed the ventricular episode and could not determine if it was sinus driven. Review of the shock electrogram (egm) found noise that was being oversensed. The patient receives anti-tachycardia pacing (atp) which slows down the rhythm, then a 26j shock was provided that slows it down temporarily. Technical services could not determine if it is atrial fibrillation (af) with rapid ventricular response (rvr) or ventricular tachycardia (vt). This has been an ongoing issue, however, there is a change in morphology and are numerous instances of atp and shock therapy for recurrent vt and measurements are noted to be within range. The device converts the tachycardia either with atp or following a shock, however, only to have the rhythm reinitiate. The device arrythmias will be discussed with the physician. At this time, the device remains in service. No adverse patient effects were reported.